Event description:
It was reported via repair work order that there was not power to the bed due to power cord being disconnected from the bed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.